Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported by the affiliate that during a colorectal procedure, the tissue pad fell off inside the patient and started to smoke. The tissue pad was retrieved with a grasper and there was no adverse effect on the patient. Unknown how case was completed.